Event description:
It was indicated that the pt was diagnosed with stress urinary incontinence and vaginal vault prolapse. The pt was implanted with an ams sparc sling on (B)(6) 2006. It was reported that as a result, the pt experienced "pain, erosions, and recurrent infection of the tissues around the mesh." In (B)(6) 2011, the pt had a surgery to remove the mesh, "as well as revisionary surgery and vaginal reconstruction to correct injuries caused by the mesh." It was reported that as a result, the pt has "suffered and continues to suffer from chronic physical pain and severe emotional injuries." It was also reported that the pt experienced severe and permanent injuries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.